Event description:
No additional info rcvd.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Manufacturer narrative:
B.3. The event date provided by reporter has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "during school vaccination program, the needle failed to inject/was jammed. No vaccine was injected and the needle was changed. Another incident later in the day. - happened twice in one day both with the same lot number." Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6). 2023 site name/location: (B)(4). Level of harm: no apparent harm - reached patient/person, inconvenient ahs optional report to cmdsnet ((B)(6). Canada): incident details: during school vaccination program, the needle failed to inject/was jammed. No vaccine was injected and the needle was changed. Another incident later in the day. - happened twice in one day both with the same lot number. Impact of incident: patient received 2 pokes for one vaccine (as the first poke did not deploy any vaccine). Who was affected? Patient manufacturer code/model: 305916 serial or lot number: (B)(6).